Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the upper display of the external pulse generator (epg) did not work. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the upper display of the external pulse generator (epg) did not work. It was found, however, that the hanger assembly was broken, the display wires were pinched with the wire insulation exposed, and a capacitor was damaged on the main printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.